Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error" afer start up of the device. The affefected drive with the serial number (B)(6) was received on 2021-04-15 and during investigation by getinge service on 2021-04-20 the reported "head error" could be confirmed. The drive was sent to the supplier emtec for repair. On 2021-05-12 emtec was able to reproduce the reported failure and the root cause was determined as misuse of the device, which led to a damaged of the circuit board. The product in question was produced in 2013-07-01. The review of the non-conformities has been performed on 2021-05-26 for the period of 2013-07-01 to 2021-05-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. The affected product has been requested for investigation but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message "head error". Complaint ID: (B)(4).